Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to a company representative and forwarded by our local affiliate (B)(4). This case involves a patient (age and gender nos) who received poly-l-lactic acid (sculptra) therapy on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed granulomas "all over the place." Actions taken with poly-l-lactic acid, as well as corrective treatment, were not reported. Event outcome was not provided. (B)(4). Physician's causality assessment: not provided. Additional information received on (B)(6) 2008 from the doctor: the patient is a (B)(6) female. Patient history includes penicillin allergy and no skin disorders. There is no other medical history. The patient had a hernia treatment. Previously the patient had hyaluronic acid (restylane) treatment and had bruising and redness to nasolabial folds and she has previously had botulinum toxin type a (botox). There are no concomitant medications. From the patient notes, the doctor reported the patient received first poly-l-lactic acid (sculptra) treatment (batch number a5008) on (B)(6) 2007 with 5ml of water and 1ml lidocaine in the cheek area. On (B)(6), 2007 the patient had 1 vial of poly-l-lactic acid (batch number a5010) with 5ml of water and 1ml of lidocaine in nasolabial fold and marionette area. On (B)(6) 2007, the patient had 1 vial of poly-l-lactic acid (batch number a5007) with 6ml dilution in the periocular area, marionette lines and nasolabial folds. In (B)(6) 2007, the patient developed lumps in the marionette lines, discoloration in cheeks and bruising. Phytomenadione (auriderm) cream was given as a treatment. On (B)(6) 2007, the patient was seen again with small nodules in the marionette area and some blueness. The reporting doctor saw the patient on (B)(6) 2008, 15 months after the first treatment and the patient claimed there was bruising after the second session which was not in the notes. The doctor discovered a triangle clear plaque/mass on her right cheek which was 4cm by 5cm and 1 or 2 nodules which was possibly a large granuloma. The patient has a similar plaque on the left cheek bone which was 2 x 4cm. The doctor is considering injecting steroids in the area. The doctor is unsure whether the reaction is related to poly-l-lactic acid and he had never seen such a pronounced reaction. Addendum for follow up information received on (B)(6) 2008 from the affiliate: after further review of this case, it has been determined that the information reported is a duplicate of information provided in case (B)(4). Case (B)(4) will be deleted from the sanofi-aventis database. Additional information received from case (B)(4) is as follows: the local case number is (B)(4), the patient is a female and (B)(4). Brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related.